Event description:
It was reported that during an unspecified endoscopic procedure resistance occurred. The target lesion was in the common bile duct. An rx lithotripter compatible basket had been selected to treat the target lesion. While loading the basket on an unspecified guide wire, "severe resistance" was felt. The procedure was able to be completed with this device. There were no patient complications reported with the patient's current condition listed as "good".